Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The user reported discontinuing use of the system and switching to another system due to sensor inaccuracies and transmitter disconnections. The user did not provide any specific inaccuracy examples. Based on the escalation analysis, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. A review of the in-vivo sensor data ((B)(6) 2025) showed variable sensor glucose values with occasional sg/bg mismatches. It also revealed optical instability which most likely contributed to the inaccuracies observed. Potential factors for the observed optical instability include sensor placement, environmental interference, localized tissue changes, or possible issues with the sensor electronics. Confirming a sensor malfunction would require testing of the returned device; however, as of the complaint closure, the sensor had not been returned to senseonics. Based on the sensor data, the user has not used the system since (B)(6) 2025. The user was contacted multiple times to advise that the RMA had been approved for sensor replacement. Despite these outreach efforts, the user did not respond and remained unresponsive to follow-up communications. As a result, no further resolution was possible. B4. Date of this report 15 feb 2026. G3. Date received by the manufacturer? 15 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114, 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.